Event description:
A bd application specialist was on-site performing training and noted that the bd max instrument door was very hard to push up and slams down. The application specialist contacted the bd technical service and support department for an engineer to be dispatched for repair. A field service engineer found that the spring had a broken pin causing it to no longer be connected. The fse repaired and tested the door. The door is now functioning as intended. The bd max system is intended for in vitro diagnostic (ivd) use in performing nucleic acid testing in clinical laboratories. The bd max system is capable of automated extraction and purification of nucleic acids from multiple specimen types, as well as the automated amplification and detection of target nucleic acid sequenced by fluorescence-based pcr.

Manufacturer narrative:
The device did not lead to death or serious deterioration in the health of a pt or user; however, info does suggest that if the device malfunction were to recur, it could contribute to an injury. The bd quality dept investigated the complaint of the bd max instrument door being difficult to open and slamming down. The complaint was confirmed by the field service engineer on-site. The investigation of the returned parts found that one of the two steel pins in the door hinge plate was sheared off. In addition, the bolt that holds the gas spring occurred at some point previous to this failure. Investigation is unable to determine when this occurred. Improper assembly would result in a misalignment and an unseen load being placed on the pins/bolts of the hinge assembly. The aforementioned load on the pins/bolts would eventually cause this failure. The door hinge assembly was replaced and remounted to the gas spring arm. The door is operating as expected. This is an isolated incident and there are no trends for this failure mode. No further action is required at this time.